Event description:
No event was reported and the pump was explanted.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high: battery electrical resistance exceeds specification. The drugs infused as per analysis were infumorph, clonidine and bupivacaine.